Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was first deployed in a sub optimal position which required a partial recapture. The device was then redeployed and met release criteria. The device was successfully implanted in the laa of the patient. No pericardial effusion was noted on the initial transesophageal echocardiogram (tee) nor was there one noted during any portion of the procedure. Approximately two hours post procedure the patient was experiencing chest pain and a slight drop in blood pressure. A transthoracic echocardiogram (tte) was performed and a 1cm apical effusion was noted. The patient was brought back to the catheterization lab and a pericardiocentesis was performed. Around 400ml of fluid was drained. The drain was left in place overnight and was pulled out the next day. The patient was discharged that day.